Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? The attachment lists two ecr60b devices with lot number r4064e. Were these two reloads involved in this event? If so, did the same issue occur with both reloads? Please explain.

Event description:
It was reported that during a gastrectomy procedure, the stapler locked out on the first shot. Reverse maneuver performed without success. There was no harm to the patient. The procedure did not have to be converted and was not delayed. Made the exchange of the device in the act.